Event description:
It was reported that (1) device was used during a video assisted lobectomy. It was reported by the affiliate that the jaw on the tsb45 instrument was unsteady. Dislodgement occurred. Staple formation was acceptable. The case was completed by using another instrument. There was no patient consequence.